Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was an attempted implant due to the patient's high defibrillation thresholds (dfts). Subsequently, this device was pulled from archives for further analysis testing.